Event description:
On (B)(6) 2010, pt reported she is having a concern with her up button functioning correctly. Pt stated the rubber is worn off of the button and it is not always functioning for her. Pt reported she noticed the issue a few days ago. Pt stated she was attempting to bolus and it would keep going up and giving her more units than she wanted it to and she would have to start over. Pt reported the button pops back up after pressing at this time. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.